Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was greater than 200 mg/dl. Customer was instructed to leave pump plugged into a power source; additional, customer acknowledged.